Event description:
Customer reported hospitalization due to low blood glucose. The current blood glucose reading was 524 mg/dl. Customer treated with bolus. The blood glucose reading at the time of the event was 27 mg/dl. Customer was found unconscious, husband had called paramedics. The paramedics transported customer to hospital. Customer had multiple boluses minutes apart the same day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.